Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the needle detached from the barrel and sprayed blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for separates was observed; leakage could not be observed in the photo. Samples were not received by quality for investigation despite a tracking number being provided, and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be re-opened. Therefore, 30 retained samples were subjected to a submerged leak test to assess holes in the tubing and leakage. All samples passed the testing exhibiting no evidence of damage to the device or points of leakage. Furthermore, 30 retain samples were subjected to a visual inspection to assess device defects and separation. There were no visual defects or device separation observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separation. This complaint is unable to be confirmed for leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the needle detached from the barrel and sprayed blood. No adverse impact was reported regarding the patient or user.